Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 53 mg/dl at time of incident and treated by drinking juice. Offer troubleshooting for low blood glucose but customer declined. Customer stated that they lost glucometer and cannot find it anymore. The device will not be returned for analysis.